Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available(B)(4).

Event description:
Dexcom was made aware on 01/04/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.